Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v920745, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported worsening symptoms during their office visit. An impedance check showed all lead combinations >4000 and the battery check showed low. There were no known external factors, the patient was not sure how the lead broke. The doctor replaced both the battery and lead to resolve the issue, it was noted that the issue was resolved at the time of the report. No further complications were reported or anticipated.